Event description:
It was reported that a device was used during a hemorrhoidectomy. The device would not cut partially. The surgeon cut the tissue transanally. Another device was used to complete the case. There was no consequence to the patient.